Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
The customer was reported via phone call that they were using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 491 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that the insulin pump had software error detected alarm during checking sugar with meter. Customer was able to complete pump rewind. Customer stated that the insulin pump able to passed the self-test. Customer stated that they went to calibrate and insulin pump went black and the medtronic logo came on. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.